Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified the following : the screw is fully implanted within the bone with visualization of the screw head deep to the acetabular cup. No other issues were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000661 g7 pps ltd acetabular shl 48c 6488071. Item #: unknown, unknown head lot #: unknown. Item #: unknown, unknown liner lot #: unknown. Item #: unknown, unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw did not engage the acetabular shell. Attempts were made to obtain additional information; however, none was available.